Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the clinic after a transtelephonic check showed intermittent/latent ventricular undersensing with occassional fusion beats on multifocal pvcs. Reprogramming the sensitivity was unsuccessful, but reprogramming the av/pv delay from 170/150ms to 120/120ms reduced the under- sensing. The patient will resume clinical follow-ups.